Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched display window and stained end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.